Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available. The product code and lot number are unknown; therefore, a 510k number cannot be provided.

Event description:
It was reported to baxter (B)(4) that an infusor 2 ml/hr device leaked after filling. No patient injury or medical intervention was reported. No additional information is available at this time.